Manufacturer narrative:
Analysis summary: upon receipt at medtronic's quality laboratory, the returned product specimen was visually inspected. The valve appeared slightly distorted with the stent posts deflected. All leaflets were slightly stiff, yet flexible, which may be attributed to blood contact and/or the decontamination process. The right and non-coronary cusps were intact. A tiny tear in the left cusp along the free margin, adjacent to the left right commissure, appeared to have occurred during explant. The right non-coronary and non-coronary left commissures were intact. A tiny tear was noted in the left cusp along the left right commissure. Traces of pannus were observed along the sewing ring on the inflow and outflow. Radiography showed no evidence of mineralization in the valve. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported information indicates that the paravalvular leak (pvl) may have been caused by calcium migration. There was no allegation against the device.

Event description:
Medtronic received information that eleven days post implant of this bioprosthetic valve, the valve was explanted and replaced due to paravalvular leak (pvl). In the physician's opinion, the pvl was due to calcium migration. The physician attempted adding additional sutures during the re-operation, but opted to explant and replace the valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be filed upon completion of the analysis and investigation. (B)(4).